Event description:
Allergan aesthetics received a report of a patient treated with cool-sculpting on (B)(6) 2016 to upper abdomen using cool core applicator, to flanks using cool curve plus applicator, and to lower abdomen using cool max applicator and on (B)(6) 2017 to upper abdomen using cool advantage cool core and to lower abdomen using cool advantage plus cool core who developed paradoxical hyperplasia (pah/ph) five months after treatment. Pah was diagnosed in the upper abdomen, lower abdomen, and flanks on (B)(6) 2018. The tissue was firmer than non-treated areas and definitely enlarged.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2016 to upper abdomen using coolcore applicator, to flanks using coolcurveplus applicator, and to lower abdomen using coolmax applicator and on (B)(6) 2017 to upper abdomen using cooladvantage coolcore and to lower abdomen using cooladvantageplus coolcore who developed paradoxical hyperplasia (pah / ph) five months after treatment. Pah was diagnosed in the upper abdomen, lower abdomen, and flanks on (B)(6) 2018. The tissue was firmer than non-treated areas and definitely enlarged.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph / pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.